Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, removed the cartridge, inspected and cleaned the pump components, and initially failed to load a new cartridge. Eventually, with further assistance, the customer successfully loaded the new cartridge and resumed insulin delivery.